Event description:
Operating room 5 reported fire from the skyton operation table model 3602 saw a spark from the bed, and she thinks her bed was on fire. Biomed was on site to analyze the issue and it was found that the table was wet around the power code area. There was no harm to the patient and staff on this reported issue.